Event description:
It was reported that pump displayed malfunction alarm code and fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset malfunction without recurrence, was advised that pump could continue to be used, and was instructed to call back if malfunction code occurred again, which customer acknowledged and understood.